Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient gender & age not provided for reporting. UDI is unavailable. This report is for (2) unknown screws/unknown lot number. Partial part number: 02.206.2xx. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, the investigation will be updated as applicable, and a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a medial distal tibia/fibula hardware removal on (B)(6) 2017. The original medial distal tibia/fibula fracture repair was performed on (B)(6) 2016. Subsequently, it was discovered that six screws had broken. Removed hardware included six broken screws, four intact screws and one intact plate. The original fracture had completely healed. There were no reported surgical delays, no fragments involved or additional x-rays required. The procedure was completed successfully with the patient in stable condition. This complaint involves 11 (eleven) devices. Concomitant devices: cortex screw (part #: 02.206.232, lot #: unk, qty: 1), locking screws (part #: 02.127.126, lot #: unk, qty: 2), locking screw (part #: 02.127.134, lot #: unk, qty: 1), plate (part #: 02.118.007, lot #: 9359693, qty: 1). (B)(4).